Event description:
The initial reporter received a questionable elecsys troponin t gen 5 result from one patient sample tested on the cobas e 801 module. The initial result from the module of the patient sample collected at 9:14 am was 73 ng/l. The repeat result from the module was 8.11 ng/l. The repeat result from another e 801 module was 8 ng/l. The physician questioned the initial result, prompting the patient's sample to be rerun. The repeat results were deemed correct.

Manufacturer narrative:
The serial number of the customer's cobas e 801 module is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The calibration and qc results were within the specified ranges. The field service engineer (fse) inspected the module and was unable to determine the event's cause. He checked and adjusted the prewash sipper, cleaned and lubricated the reagent probes, replaced the pinch valve tubing for preventive maintenance, and checked all related parts. He verified the module's performance with successful precision checks. The customer performed qc successfully. A general reagent or analyzer problem was not detected because the qcs before the event were within the specified ranges and isolated non-reproducible results do not represent a general malfunction of the assay. The investigation did not identify a product problem based on the provided information. The cause of the event could not be determined.